Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during an ica (internal-carotid artery) embolization case, the physician deployed the subject stent and the distal and proximal of the stent markers expanded as expected. When the stent delivery wire was retracted, no resistance was felt, and the radiography showed the distal vessel did not develop. It was suspected that an in-stent thrombus developed so the physician attempted to advance a guidewire to the distal vessel, but it could not pass. Thrombolysis was performed and the aneurysm ruptured resulting in the patient suffering an intracranial hemorrhage. Embolization was performed on the aneurysm and the procedure was completed. There was 2-hour procedure delay. The patient¿s current condition is stable, but loss of mobility and paralysis are present.

Event description:
It was reported that during an ica (internal-carotid artery) embolization case, the physician deployed the subject stent and the distal and proximal of the stent markers expanded as expected. When the stent delivery wire was retracted, no resistance was felt, and the radiography showed the distal vessel did not develop. It was suspected that an in-stent thrombus developed so the physician attempted to advance a guidewire to the distal vessel, but it could not pass. Thrombolysis was performed and the aneurysm ruptured resulting in the patient suffering an intracranial hemorrhage. Embolization was performed on the aneurysm and the procedure was completed. There was 2-hour procedure delay. The patient¿s current condition is stable, but loss of mobility and paralysis are present.

Manufacturer narrative:
H4: manufacturing date: added. D4: expiration date: added. B2: outcomes attributed to ae: updated. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event was unable to be confirmed and it cannot be confirmed if the stent met specification, as the stent was not returned. It was reported that during an ica (internal-carotid artery) aneurysm embolization case. After filling one coil, deployed a stent to cover the neck. After deploying the stent (the distal and proximal of marker was expanded normally), the operator retracted the delivery wire and no resistance was encountered. However the immediate radiography showed the distal vessel didn't developed. The operator thought there might be in-stent thrombus generated so he tried to use guidewire to advance to distal vessel, and it could not pass. Then the operator did thrombolysis and then the aneurysm ruptured. The patient's vital signs were stable. The risk of the reported vessel thrombosis, aneurysm rupture and intracranial hemorrhage is documented in the dfu, as potential adverse events which can occur as a result of these type of procedures, therefore an assignable cause of anticipated procedural complication, will be assigned to the reported events patient vessel thrombosis, patient aneurysm rupture, patient intracranial hemorrhage and patient neurological deficit. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned to the reported defect stent failed/unable to open.